Manufacturer narrative:
The insulin pump was received with currents in specification. There was no unexpected failed battery, weak battery, or blank display. The insulin pump was received with an lcd board that was okay. The pump was also received with a scratched lcd window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a scratched lcd window, cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer's blood glucose increased to 400 mg/dl. Customer observed a blank display and changed the battery. A failed battery test occurred and the customer tried 3 energizer batteries of different packages. Customer also had a weak battery alarm. Customer stated they had the same problem that occurred several days ago. Customer felt unsafe and insisted on changing the insulin pump. The pump was not dropped or pumped and passed the self test. Customer cleaned the battery contact and stated that the battery cap was okay. Customer only had failed battery tests and weak battery alarms visible.